Manufacturer narrative:
.

Event description:
It was reported that a vns patient presented with pain around the collarbone for two seconds at the beginning of each stimulation pulse. The physician believed there was a malfunction of the vns system. The output current was at 0.75 ma and was decreased to 0.25 ma. The problem resolved. System and normal mode diagnostics were within normal limits. The pain initially began on (B)(6) 2012 at which time settings were decreased and the pain resolved. Follow-up from the physician indicated that trauma cannot be ruled out, as the patient is very active in sports, but he does not believe that the painful stimulation started after a trauma. No serious injury was indicated. Attempts to obtain further information have been unsuccessful. Surgery is likely but has not taken place.